Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging their ins when they saw a message stating ¿battery should be replaced soon¿. The patient stated the ins was only a few years old, so they weren't sure why they are seeing it. The patient started a charging session and was seeing recharge quality is excellent and their ins was charged 80%. The controller was at 100%. No symptoms were reported. No further complications were reported or are anticipated.

Manufacturer narrative:
Method/results/conclusion codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was getting the 'batteries low - replace batteries soon'. He stated it was the lithium batteries in the controller. The patient took a picture of screen page 70. He stated there is no corrosion in the battery compartment and verified he is still using the battery pack. The patient states it works fine and he has not removed the batteries prior to the message.